Event description:
It was reported that during a comp ft surgery the device got damaged. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery. 24-mar-2023 update dw: further information were provided that the anchor broke during the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the implant was damaged on the threads, and the swivelock driver's outer sleeve was damaged on the tip. The probable cause of this condition is that the implant was assembled in the wrong direction and caused damage to the driver's sleeve and implant. The most probable cause is attributed to manufacturing issue. Functional testing was not performed due to the damage to the device.